Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular procedure treatment. The procedure was delayed 20 minutes and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to acquire images. Fse analysed the system log file after attempting to replace ippc , the fse identified the ippc post(power-on self-test) failed due to power supply. To resolve this issue, fse replaced hard drives and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.